Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of ail error was due to the ail. Replaced ail sensor assy for ail sensor error. Replaced bezel assy was broken guide tubing and iui connector assy was corrosion. Lvp key pad recall completed a review of the device history record for sn (B)(4) was performed from date of manufacture 09/11/2018 to the present date 11/5/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that the device had a air in line error. No patient involvement was reported.